Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Testing revealed the tip thermocouple (tct) temperature reading decreased with exposure to heat, consistent with the reported event. Further investigation revealed that the red and black tct wires were soldered to the opposite pins in the 19-pin connector, consistent with a soldering issue during manufacturing. The root cause of the output issue and subsequent delay was determined to be consistent with a manufacturing related issue. A corrective action was initiated to address this failure mode.

Event description:
During an atrioventricular nodal reentrant tachycardia (avrt) procedure, a communication issue occurred causing a delay in procedure. When the catheter was connected to the ampere generator, an error message appeared on and off stating: "catheter not connected". Troubleshooting was done by checking all connections and a spare generator was used, but the issue persisted. The catheter was exchanged which resolve the issue with no consequences to the patient.